Manufacturer narrative:
The field service engineer (fse) found an issue with the solenoid valve and replaced it. Qc was acceptable afterwards. Calibration and qc were acceptable. The sample was centrifuged for 6 minutes at 3000 rpm. Based on the type of sample tube the customer uses, this centrifugation time and speed may not be acceptable. The investigation determined that the valve issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant low ise indirect na results for 1 patient sample tested on a cobas 6000 c (501) module. Based on the data provided, the results for crep2 creatinine plus ver.2 (crep2), ca2 calcium gen.2 (ca2), gluc3 glucose hk gen.3 (gluc3), tp2 total protein gen.2 (tp2), trigl triglycerides (trigl) and ise indirect k, cl gen.2 were also discrepant. Refer to attached data for the patient results. The initial results were reported outside of the laboratory where they were questioned by the physician. The physician requested a new sample for the patient and the original sample was repeated. The crep2 reagent lot number was 41817801 with an expiration date of 31-mar-2020. The ca2 reagent lot number was 41274701 with an expiration date of 31-aug-2020. The gluc3 reagent lot number was 40879901 with an expiration date of 31-jul-2020. The tp2 reagent lot number was 41434601 with an expiration date of 31-aug-2020. The trigl reagent lot number was 40876401 with an expiration date of 31-may-2020. The na, k and cl electrode lot numbers and expiration dates were not provided.